Event description:
Device remains implanted. There is what appears to be oversensing on the lv channel following a programming change to lv4-can sensing polarity. Oversensing was noted in atrial monitoring recordings transmitted to hm. Lv iegm is not visible, but some lv events on the marker channel appeared to align closely with atrial events. Further evaluation of polarity programming was discussed. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.